Manufacturer narrative:
Patient age/date of birth is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Wire broke.

Event description:
It was reported to boston scientific corporation that a captivator ii snare device was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the snare was difficult to open and close. When the snare was opened, the wires popped out of the handle. Reportedly, there was difficulty actuating the device and the snare loop was broken. The procedure was completed with another captivator ii snare device with no problems. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.